Event description:
There was no reported patient impact associated with this complaint. The patient contacted animas on (B)(6) 2012 alleging that the subject pump rebooted itself two times within one hour, earlier that day. The patient informed animas customer support that he became aware of the issue when he looked at the pump and noticed it was on the verify screen. At the time of troubleshooting, the patient confirmed he was able to verify time/date settings and reprime the pump successfully on both occasions. The patient denied any visible damage to the pump casing or battery cap. In addition, the patient denied any indication of moisture ingress. This complaint is being reported because the alleged power issue remained unresolved at the time of troubleshooting.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filled.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2012 device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: the black box showed evidence of power on resets. There was no damage to the returned battery cap or battery compartment. The returned battery was able to tighten completely to the pump with no yellow o-ring showing. The pump was exercised for 24 hours with no power issues. A battery cap function test was completed and the height and width were found to be within specifications. There was no evidence of internal moisture or damage to the power circuit. The power complaint was verified in the history but could not be duplicated during the investigation process. Unrelated to the complaint, evaluation revealed a scratched display screen, which has no effect on insulin delivery function.